Event description:
Per the audiologist, the patient could not use the cochlear implant system due to facial nerve stimulation. Reportedly, the patient has a common cavity and did not benefit from the device. The recipient had not used the device in several years and decided to have the device explanted. The patient's device was explanted in 2008. No reimplantation is planned.

Manufacturer narrative:
This is a final report. Labeling - this type of event is addressed in the device labeling.